Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a fractured cam on the femoral component. Metal fragments were found in the articular surface.